Manufacturer narrative:
On (B)(6) 2011 haemonetics field service reps noticed that the capacitors on the board has been damaged within the orthopat machine. No donor or operator injury or reaction was reported. Upon eval of the device a blood spill was discovered. The machine was decontaminated and the components which were damaged were replaced. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and (B)(4).

Event description:
On (B)(6) 2011 haemonetics field service reps noticed that the capacitors on the board has been damaged within the orthopat machine. No donor or operator injury or reaction was reported.